Manufacturer narrative:
Device code 2017: re-insertion. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested, as it was based on operational circumstances. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 2.8x16mm rx graftmaster covered stent failed to cross after several attempts due to anatomy. A same size rx graftmaster was used to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.